Event description:
A discordant advia centaur vitamin d result was obtained on a patient sample. The result was reported to the physician. Upon retest the corrected result was reported to the physician. There were no reports of patient intervention or adverse health consequences due to the discordant vitamin d result.

Manufacturer narrative:
A siemens technical application specialist (tas) evaluated the advia centaur instrument and instrument data. Siemens is currently investigating the issue. Update: 02-23-2012: upon further investigation, it was determined that the root cause for the under recovering vitamin d dilutions is due to an incorrect calculation factor for the 1:2 dilutions in test definitions cx and cy. An urgent device recall notice ( 10811445) was sent to customers in february 2012.

Event description:
A discordant advia centaur vitamin d result was obtained on a patient sample. The result was reported to the physician. Upon retest the corrected result was reported to the physician. There were no reports of patient intervention or adverse health consequences due to the discordant vitamin d result.

Manufacturer narrative:
A siemens technical application specialist (tas) evaluated the advia centaur instrument and instrument data. Siemens is currently investigating the issue.